Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was not receiving effective stimulation coverage in her lower back. It was stated the lead provided more coverage to the patient's right side. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 at which the lead was moved towards the patient's left side to provide the patient bilateral coverage.

Event description:
Follow-up information revealed effective therapy was achieved following the procedure and the issue is now resolved.